Event description:
Spontaneous report from patient who reported second faulty cassette from the same premix batch that was mixed on 04/05/2021, lot number 4042844. Same error message of 'no disposable' found on both pumps. Patient stated she attached this cassette on (B)(6) 2021 and got error message on (B)(6) 2021 with 61.4 ml left in the cassette. Patient will quarantine this cassette in case manufacturer requests it for investigation. Did the reported product fault occur while in use with the patient? Yes; did the product issue cause or contribute to patient or clinical injury? No; is the actual device available for investigation? Yes; did we replace device? No; did the patient have a backup device they were able to switch to? Yes; if yes, was the patient able to successfully continue their infusion? Yes. Reported to (B)(6) by pt/caregiver.